Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing that was inserted into the pump leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20055038 was performed. The search showed that a total of 3,843 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced leakage. The following information was provided by the initial reporter: manuf.# (B)(4). Lot# 1020055038. Exp: 5/4/23. IV tubing leaking at piece that inserts into pump. Leak started as soon as priming began.